Event description:
The customer reported that the hose that connected to the c is frayed and showing wires. The hv insulating seal tight hose has slipped from the retaining bracket.

Manufacturer narrative:
(B) (4). The ge service rep repaired the seal tight hose and tightened the bracket to secure the hose. The system operates as intended.